Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.